Manufacturer narrative:
In follow up with the customer, the customer reported that she would return the original product. The original product has not been received. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the power adapter for their pump in style device had fallen apart and that it had a burning odor, which is a safety risk.